Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty/defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the unit displayed a b30 communication error and confirmed the reported event due to a defective cable. It was noted the unit failed leak test due to slice on cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during preparation for use their hd camera head did not display an image. The malfunction occurred during preparation for use, and the procedure was completed with a similar device. Upon inspection and testing of the customer returned device, it was observed a communication error (b30). There were no reports of patient death, harm, or injuries related to this event.